Event description:
The rollator collapsed, the end user fell, and suffered two fractures in her back.

Manufacturer narrative:
The end user reported that a bolt on one side of the rollator broke and the device collapsed. She fell and suffered two minor fractures to her back. She was evaluated by her physician and no treatment was prescribed. There is no sample to evaluate as the daughter reportedly discarded the device. No photos were sent. The end user states she had been given the device one week prior to the incident but did not known if it was new when she received it. The lot number she reported indicates the device was manufactured in 2008. The overall condition of the device is not known. We have not confirmed the issue or identified a root cause. If there had been previous users of this device, it is not known if ongoing maintenance had been performed or if it was assembled correctly. Due to the reported incident and subsequent injury, this medwatch is being filed.